Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in the 6, during implant of a 26mm sapien 3 valve by transfemoral approach, there was difficulty advancing the esheath through the patient¿s tortuous femoral and a lunderquist extra stiff wire had to be used to achieve positioning. When the valve exited the esheath it looked as though the pusher had gone inside the valve and a spur on the valve appeared. The devices were advanced around the arch, the pusher was pulled back, and the spur on the valve was corrected. The valve was successfully deployed. After the esheath was removed, a kink was observed.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Imagery was provided by the complaint site. Upon review, a valve strut appeared slightly bent outward at the outflow, and the flex tip was pushed through the outflow of valve. DHR review and lot history review was unable to be performed as the serial number was not provided. A review of complaint history revealed other similar confirmed complaints, but no manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards¿ logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of complaint history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the patient had tortuous access vessels, and when the valve exited from the esheath it looked as though the pusher had gone inside the valve, and a very small spur appeared. Per imagery review, the flex tip or pusher was pushed through the outflow of valve. It was possible that during the insertion of the delivery system, additional force was applied to overcome the high push force or resistant due to the tortuous access vessels. The additional force or excessive device manipulation resulted in the flex tip (pusher) pushed through outflow of valve, and led to the bent strut. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿ and ¿if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm¿. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be confirmed at this time. The complaint for ¿frame ¿ damaged-during use¿ was confirmed. No manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determine, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor risk assessment is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.